Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2026 as no event date was reported. Block h6: imdrf device code a0401 captures the reportable investigation results of core wire break. Block h11: the returned sensor wire was analyzed, and during the inspection, it was found that the guidewire was detached and unraveled at the distal section, which did not confirm the reported event ptfe peeled. Based on the available information, it is likely that excessive force applied during device removal caused to the detachment and unraveling of the guidewire. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "ptfe peeled, guidewire unraveled and core wire detached/separated" were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a transurethral laser lithotripsy procedure, a sensor wire was used. While the guidewire was inside the patient, the ptfe coating was observed to have peeled off. The analysis of the returned device identified core wire break.